Event description:
Customer reported that the sys had a physicist discrepancy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and determined no repair was necessary. Sys operates as intended.